Event description:
The pt received his paddle lead on (B)(6) 2011. It was reported the pt was feeling stimulation mostly in his back where he did not need it. The doctor repositioned the lead from t8 to t10 on (B)(6) 2011, by doing another laminectomy to try to get better coverage. Post-op, the pt reported numbness and was unable to move his lower extremities. The pt could feel when the nurse touched his lower extremities, but had difficulty moving them and felt numbness. As a result, the pt's entire scs system was explanted. The doctor identified the pt had a herniated disc at t10 and the numbness was not related to the scs device. The doctor believes the issue was due to the herniated disc. The pt's symptoms are on-going and the pt was referred to a rehab facility. The explanted product will not be returned to sjm. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.